Event description:
The pt experienced a loss of efficacy following a fall or some other form of trauma. Impedances were greater than 4000 ohms on all or some of the bipolar pairs. The pt's status was reported to be "fair". Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.